Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited the respiratory rate trend (rrt) signal on the right atrial (ra) lead. It was noted that the signal was not oversensed by the device. Boston scientific technical services (ts) recommended turning off the rrt sensor, if the signal is oversensed by the device. This crt-d remains in service. No adverse patient effects were reported.